Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant medical products: 5076-58, lead, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the device did not reach expected longevity. The device was explanted and replaced. It was further reported that the right ventricular (rv) lead exhibited high thresholds. The lead was capped and replaced. No patient complications have been reported as a result of this event.